Event description:
The customer reported via phone call having experienced a diabetic coma due to overdelivery of insulin. The customer stated that the insulin pump was stuck in the keypad lock mode and was assisted with unlocking the keypad. She stated that her bolus had not delivered and that the keypad lock did not stop insulin deliver. Upon inspection of the bolus history, the customer reported that the device did deliver the bolus. She stated that the status screen showed 69 units. The customer's blood glucose was 287 mg/dl, and she stated that she had high blood glucose because she did not give herself any insulin. The customer's most recent blood glucose was 232 mg/dl. The customer was advised to treat via bolus or manual injection per doctor's instructions. She was advised to consult a doctor regarding how to treat in case she did not know what to do. It was unclear when the diabetic coma had occurred in relation to the complaint regarding the keypad lock issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.